Manufacturer narrative:
Concomitant products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
It was reported that the hcp questioned the catheter placement. It was unclear if the catheter was dislodged but per the reporter the hcp believed it might be ¿knocking into something". The hcp was looking at the catheter under fluoro and questioned if the radiopaque dot was the tip of the catheter or if there was more catheter after that. There were no patient symptoms reported. It was later reported that the patient had a full replacement. Additional information has been requested, but had not been received as of the date of this report.